Manufacturer narrative:
The customer was not using the instrument to report results. On (B)(6) 2012, the customer trimmed some tubing on the bsv which may have been critical length. A field service engineer (fse) was dispatched on (B)(4) 2012 to the customer site. The fse found dripping from the probe during rinse and ordered a new rinse block. The fse also replaced tubing in pinch valves 40, 35, 49, and 42. Pinch valve 42 was replaced due to a broken tooth. During a follow-up service call on (B)(4) 2012, the fse replaced the rinse block to address the dripping probe. The service activities were verified to meet the specified requirements per established procedures. In an email received on (B)(4) 2012, the fse states that the cause of the leak was the rinse block. It was worn to the point that the vacuum was not strong enough. All tubings in the rinse block circuit were changed to catch any possible pinhole leaks in the system. Pinch valve 42 which was replaced during the service could have contributed to the leak. There was no spill onto critical components. The fse did not know if the leak itself had the potential to cause erroneous results. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) and reported a small leak of a couple of ccs of isoton and blood at the blood sampling valve (bsv) of the coulter hmx hematology with autoloader analyzer that was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. There was no exposure to the customer. Medical attention was not sought. The material safety data sheets (msds) were not reviewed. The facility has an exposure control/risk management plan in place. Patient results were not affected. There was no death, injury or change to patient treatment attributed or associated to this complaint.